Manufacturer narrative:
(B)(4). Additional information requested and the following was obtained: did the patient require a blood transfusion? No. What color cartridges were used in the case? Blue. During the case, were there any interventions? If yes, please explain. No. Did the post-operative care change based on the post-op bleeding? No.

Event description:
It was reported that after an open right colectomy procedure, during the young patient's first post-op bowel movement, there was significant amount of bright red blood passed. The surgeon attributes this to a lack of hemostasis at ileocolonic anastomosis. There was no indication of a lack of hemostasis at the anastomosis, intra-operatively. There were no patient consequences.